Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had an air bubble in the IV tubing. The following information was provided by the initial reporter: "normal saline infusing and pump alarm went off. When investigated, the tubing had a huge bubble m the tubing of fluid. IV tubing was removed and IV continued with another tubing set. No known harm or delay m care to the patient."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing had a huge bubble in the set could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21106046 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21106046 regarding item #2420-0500.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had an air bubble in the IV tubing. The following information was provided by the initial reporter: "normal saline infusing and pump alarm went off. When investigated, the tubing had a huge bubble m the tubing of fluid. IV tubing was removed and IV continued with another tubing set. No known harm or delay m care to the patient."